Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge with more than 300 units of insulin and the cartridge began to leak. There was no impact to the customer's blood glucose level. The cartridge was not on the pump at the time the event occurred.